Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm video monitor, the image would cut out during the intubation. The customer reported that the procedure was completed with the affected video monitor. No harm to the patient or user was reported.